Manufacturer narrative:
The customer called technical support to report that a 1102 "primary alarm failed" alarm error occurred. The manufacturer's product support engineer (pse) performed an initial evaluation at the repair center and confirmed that the reported 1102 "primary alarm failed" alarm error occurred. The pse also found that the 1102 error code was logged in the event log and discovered that the speaker needed to be replaced. A service proposal for repair was sent to the customer for approval, and the customer accepted. The speaker was replaced, and the issue was resolved. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1102 "primary alarm failed" alarm error occurred. There was no patient involvement at the time the issue was discovered as the issue was observed during periodical device checking. No patient or user harm was reported. The device kept operating when the alarm occurred. There was no delay in therapy reported due to the event above. The customer called technical support to report that a 1102 "primary alarm failed" alarm error occurred, and the speaker needed to be replaced. A service proposal for repair was sent to the customer for approval. The investigation is ongoing.

Manufacturer narrative:
H10: the removed speaker was returned to the product investigation lab (pil). The pil technician installed the speaker onto a standard test bed (stb) to duplicate the reported issue. There were no visual issues with the speaker. The speaker was tested, and the failure was confirmed-- the speaker failed pin to pin and solder to solder joint testing. The pil technician concluded that the speaker was faulty, and the failure of the speaker was due to an open resistance to the voice coil of the speaker. H11: d4 - product UDI #.